Event description:
A pronto lp catheter was being used in a clinical procedure when it separated into two pieces. The physician used a snare to retrieve the distal piece of the pronto lp. Both pieces were successfully retrieved from the patient. No further patient impact was reported.